Manufacturer narrative:
UDI= (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tissue prolapsed occurred. The target lesion, with a little lesion bend, was located in the tortuous mid circumflex artery. A 3.00x16 synergy drug eluting stent was deployed to treat the lesion. The stent was then post dilated using a 3.25x12 nc emerge balloon catheter at 16 atmospheres and noticed that there was a tissue prolapse through the stent struts. The plaque is protruding through the stent struts and it is giving a little haziness look. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine.